Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The service technician performed operational check and found that the green led of power switch had illumination failure. The power switch overlay was replaced by the service technician. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Led failure was observed. The device was being used when the reported event occurred. No patient issues reported.